Manufacturer narrative:
As of (B)(6) 2026 retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.

Event description:
In the initial report received by aso on (B)(6) 2026, the consumer stated that she applied the bandage to her arm and that it caused her skin to burn. On the completed consumer information request (cir) received from the consumer on (B)(6) 2026, the consumer states that she splashed hot tea on her arm, applied a bandage, and the bandage caused her skin to burn. Consumer stated that she received medication for her burns.